Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: after catheter placement, the needle didn't retract even pressed the button. The sample of the needle was retracted during transportation.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs provided by your facility. Bd received one used insyte autoguard bc 20ga unit, fully retracted within an open package from catalog number 381023. The lot number was unknown. Four photographs were also submitted for evaluation. Through the visual/microscopic evaluation, the needle was retracted and the white button was depressed. The needle was then reassembled to the out position. Bd observed no mechanical/physical damage to any of the components (spring, needle hub, grips) or evidence of adhesive on the button or hub. A functional test was performed where the retraction was successful. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: after catheter placement, the needle didn't retract even pressed the button. The sample of the needle was retracted during transportation.